Event description:
Physician alleged that a vessel dissection occurred at the distal circumflex when the pressure wire was advanced into the area to do ffr. Despite requests, no additional information was received.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definite root cause. We do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use, requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.